Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during drain four of five of peritoneal dialysis therapy. It was determined that the patient¿s largest prescribed fill volume was reported to be 2500 ml. The reported drain volume was 4199 ml. The patient also reported that they felt bloated. The technical service representative assisted the patient with ending therapy. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis (capd) to continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, visual inspection, rite functional testing, and rite electrical testing passed successfully. Upon conclusion of the investigation, the cause of the reported issue was determined to be use error, tidal total ultrafiltration removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the patient denied feeling bloated. Should additional relevant information become available, a supplemental report will be submitted.